Event description:
It was reported that the customer said is having issues with the unit not functioning properly, the unit is making loud noises than usual, it is causing the male cath. To make popping noises in the night. T/s was conducted "water test, & with the male cath. No problems with the suction, top and tubes were connected properly. May be the unit motor going out or a power cord issue. Will send out a power cord due to the unit being in warranty. If problem still proceeds, next step will be to send out a replacement unit. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 29jun2026, it was reported that there was an issue with system unit, makes a popping noice likes it popping popcorn, bought it in march has done all ts in web videos and it's making a terrible noice, and it suck on and off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.